Manufacturer narrative:
(B)(4). D10: medical product: femur cemented plus left size 3: catalog#42504605411, lot#64767854; tibia fixed cemented left size c: catalog#42542006401, lot#64835284; femoral distal augment cemented size 3, 3+ 5 mm thickness: catalog#42556605405, lot#64661792; femoral distal augment cemented size 3, 3+ 5 mm thickness: catalog#42556605405, lot#64953971; femoral posterior augment cemented size 3, 3+ 5 mm thickness: catalog#42556805405, lot#64508957; stem extension tapered cemented 14 mm diameter +75 mm length: catalog#42560007514, lot#64863109; stem extension 3mm offset splined uncemented 11 mm diameter +135 mm length: catalog#42560313511, lot#64799440. G2: foreign: japan. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee procedure. Subsequently, three years post-implantation, the set screw of the articular surface backed out of the bearing. A revision surgery is pending to replace the affected screw. Lt was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The condition of the components is unknown. Device history record was reviewed and no discrepancies related to the reported event were found. X-ray review by third party healthcare professional states that the tibial screw appears to have backed out into the intercondylar region. Root cause was unable to be determined. Reported event was confirmed by review of provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.